Event description:
It was reported that the insulin pump alarmed motor error and squirted insulin out when the piston did not stop. The blood glucose reading was unknown. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump alarmed motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a protruded/loose drive support disk. The motor passed the motor test. The insulin pump was received with a cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window, and missing end cap sticker.